Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was brought to operating room for irrigation and debridement due to infection. It was discovered that the patient¿s femur was fractured causing loosening of the femoral stem at bone to implant interface. Doi: (B)(6) 2018; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 8707537 device history batch: null device history review: no deviations or anomalies were noted if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.